Event description:
(B)(4). The dealer reported that the gbed-50ivc bed foot motor was drifting due to the bearings were coming out. There was no patient injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model gbed-50ivc, serial number/date code (B)(4) is approximately eight years old. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.